Event description:
During a myosure procedure for uterine tissue removal, the physician removed a fibroid located "lateral fundus area". The procedure was completed and the pt was sent home. An home later the pt came back complaining of abdominal pain. A laparoscopy showed a "small perforation of the bowel near the fundus". The physician reported he removed the fibroid "easily", but he "lost visualization for a few seconds and believes the {disposable device] tip quickly perforated the bowel". The bowel was repaired and the pt was discharged home. The physician also reported "the pt had a hydrothermal ablation in the past (exact date unknown) and her cavity was constricted with tissue". On (B)(4) 2012, it was reported by the physician that the pt is "doing well".

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complaint. According to the instructions for use (IFU) warnings: if visualization is lost at any point during a procedure, stop cutting immediately. According to the instructions for use (IFU) precautions: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting tissue close to uterine wall. Never use the device tip as a probe or dissecting tool. (B)(4).